Event description:
The customer reported the generation of erratic ion-selective electrolytes (ise) patient results, including sodium (na), chloride (cl) and potassium (k), with low anion gap on their dxc 700 au clinical chemistry analyzer. There was no report of change to treatment, injury, or death associated with event. The customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 700 au chemistry analyzer and identified the probable cause as a defective reference electrode. The fse replaced the reference electrode to resolve the issue. Section a2, a4 and a5: information not provided by customer. (B)(4).